Manufacturer narrative:
The unit did not have a battery installed when received. Unit passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and dat test at 0.0875 inches. The stop (idle) current and run current measurement tests are within specification. Unit also passed self test, off no power alarm test and a21 error test. Unit had intermittent button response on the act button due to flattened dome switch (no crease). No button error alarm noted. During visual inspection, the j2 keypad connector on the lcd/b was found locked properly. Unit uploaded properly using carelink. Unit had minor scratched display window, scratched case, cracked battery tube threads, scratched reservoir tube window and cracked reservoir tube lip. The test p-cap and reservoir does lock in place in the reservoir compartment. Data analysis: there is no data available due to the unit did not have a battery installed when received. (B)(4).

Event description:
It was reported via phone call that the customer passed away in hospice care. The customer was hospitalized on (B)(6) 2021 due to end of life care. The cause of death was parkinson's and heart failure. The caller stated that the customer had parkinson's disease that may have led to the customer's passing. The customer¿s blood glucose was unknown at the time of death. The customer was not wearing the insulin pump at the time of death. The customer was not using sensors. The insulin pump had been disconnected more than 48 hours prior to passing, at the time of admission into hospice care. The caller agreed to return the insulin pump for analysis. This report was created solely for the failure analysis results. Frn-mmt-326-rsvr; unomed set. Pump had intermittent button response on the act button due to flattened dome switch (no crease).

Manufacturer narrative:
The customer passed away on march 14, 2021. The insulin pump did not have a battery installed when received. Insulin pump passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and delivery accuracy test at 0.0875 inches. The stop (idle) current and run current measurement tests are within specification. Insulin pump also passed self test, off no power alarm test and a21 error test. Insulin pump had intermittent button response on the act button due to flattened dome switch (no crease). No button error alarm noted. During visual inspection, the keypad connector on the liquid crystal display board was found locked properly. History download was successful thds and carelink upload was successful. The test p-cap and reservoir does lock in place in the reservoir compartment. However, a cracked reservoir tube lip was noted during testing. The following were noted during visual inspection: minor scratched display window, scratched case, cracked battery tube threads and scratched reservoir tube window. Please see below when reviewing the history download. There is no data available due to the insulin pump was stored for an extended period without a battery. The insulin pump passed the functional testing. A cracked reservoir tube lip was confirmed. Keypad anomaly/intermittent button response was confirmed due to flattened dome switch (no crease). Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.